Event description:
It was reported to philips that at the start of an emergency percutaneous coronary intervention (pci), there was an issue related to the system¿s x ray exposure and/or geometry (table) movement, and that prior to/simultaneously with/after the attempt to start the procedure, the patient experienced a cardiac arrest and required cardiopulmonary resuscitation (CPR). CPR was administered for approximately 45 minutes; however, the patient could not be resuscitated. Philips has initiated an investigation into the reported complaint, which, at this time, is still characterized by incomplete and/or seemingly conflicting information. An investigation into this complaint has been initiated by philips.